Event description:
On (B)(6) 2020 carpal and ulnar nerve release at (B)(6), and (B)(6) 2020 excision center low back atypical mole at (B)(6) - an outpatient dermatology practice. After both procedures I had redness and swelling and the top sutures, dehisced on all three incision sites requiring antibiotics and dressings and increase in doctor f/u visits and delayed healing; by second intention told I had reaction to glue or suture material. I am a healthy (B)(6) y/o 30 gallon blood donor with good diet, normal wgt, no serious chronic conditions, and never had allergic reaction to anything. I vetted both doctors and they are highly educated, experienced, and don't feel either were the problem but are others experiencing problems-is it the glue, sutures. FDA safety report ID# (B)(4).